Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-24235. It was reported the pt is experiencing unintended stimulation in her stomach and nausea when the stimulation is on. Reprogramming did not produce effective stimulation without the stimulation in the stomach and the nausea. X-rays did not show any anomalies. Surgical intervention to address the issue may be undertaken at a later date.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.